Manufacturer narrative:
Method - an assessment was made on the event description and the two supplied images. Results - based on similar complaints rec'd previously, the device most likely sustained impact due to being dropped. Prior to use. Conclusions - the malfunciton reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is less than 0.001% for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr200 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
The hospital reported to us that the mr290 humidification autofeed chamber floats failed. Water entered baby's nose, the baby was lovaged and no harm was reported.